Manufacturer narrative:
Based on the current information provided, the root causes of the customer reported failure mode and post-operative complication cannot be determined or is unknown. It was confirmed that the vse instrument has been discarded. If additional information is received, a follow-up MDR will be submitted. No image or video recording available for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. According to the e-100 logs there were 6 instances of high initial starting impedance errors throughout the 1 hour usage of the vse instrument. This error is typically associated with too much tissue being placed between the jaws to allow for seal activation. However, after these errors it was noted that the user was able to readjust the tissue amount and complete a sealing event. No other types of errors were found in the log this complaint is being reported due to the following conclusion: after completion of a da vinci-assisted left hemicolectomy procedure, blood was observed in a drain that was placed in the patient. The patient had to go back into surgery to address bleeding vessels. The surgeon believes the vessels were possibly not seal completely with a vse instrument during the initial robotic procedure. The cause of the post-operative bleeding is unknown.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, a drain was placed in the patient. After completion of the procedure, blood was observed in the drain. The patient had to go back into surgery to address bleeding vessels that did not possibly seal completely. The cause of the post-operative bleeding is alleged to be due to insufficient sealing. The patient was discharged on post-operative day #5 with no additional issues. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgeon stated that the vessel sealer extend (vse) instrument had no issues throughout the procedure. He properly skeletonized the vessels and did not have extra tissue in the jaws of the instrument. He heard the audible tones indicating that the sealing cycle was complete. He transected the vessels after confirming proper tissue effect was seen. The surgeon confirmed adequate hemostasis at the end of the procedure after usage of the vse instrument. The procedure was completed with no further issues. The surgeon had placed a drain in the patient. Post-operatively, the drain was clear. However, within six hours after the procedure, the drain rapidly filled up with blood. The patient was immediately taken in for an exploratory laparoscopic procedure. The surgeon identified a small mesenteric vessel (a branch of the sigmoid) bleeding that was reportedly sealed with the vse instrument during the robotic procedure. The surgeon instantly stopped the bleeding by cauterizing the vessel. He then evacuated the blood in the abdomen. The surgeon used bipolar energy and sutured the bleeding vessel as a precaution. The estimated blood loss was about one liter. As a result, the patient was administered two-three units of blood transfusion and had an extended hospital stay of a day or two secondary to the additional procedure. The patient is reported to be recovering well with no further issues. The surgeon confirmed that the patient had no bleeding disorder or comorbidities that could have triggered the bleeding. The surgeon stated the patient was a female in her 60s. There is no video recording of the procedure or images available for isi review. It was confirmed that the vse instrument was discarded. The surgeon speculated that the issue could be with the e-100 generator that results in delayed bleeding after using the vse instrument; however, he cannot confirm.